Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. It was determined that this type of damage was indicative of a device that has been overheated which caused the thermistor to go bad. It was further determined that an e6 error code displayed until the thermistor was no longer operational. Then, the air pump came on when the motor was plugged into the console. Therefore, the reported conditions were confirmed. The assignable root cause was determined to be due to misuse, abuse and or error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during engineering evaluation, it was observed that the motor device had an e6 error and was shutting off. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.